Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
Treatment of an aneurysm. On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported a coil was advanced to the aneurysm through a terumo progreat microcatheter, but it was not able to be detached with an instant detacher. The manual method (an alternative detachment method presented in the instructions for use) was also attempted, but without success. The coil was removed from the patient. No patient injury was reported as a result of the procedure.